Event description:
When smoke evacuation high-flow tube set was plugged in, error message "tube set invalid" was received. We tried to take the tube set out and reinsert it as well as restart the insufflation system and continued to receive the same message. Got a new tube set and it worked.